Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was noted on (B)(6) 2011 that the screw broke under insertion (thread was cut). The screw was positioned through a dhs plate in the femur. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A device history review was conducted. Manufacturing papers showed no deviations regarding material analysis, strength and structural stability. Investigation showed that the complaint cortex screw is broken. There is evidence that strong external force during the insertion has led to the breakage. The broken surface is homogenous, which indicates material conformity to specifications. Since this is the first complaint with this article, it was concluded that it was not material error. The cause is unknown.